Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. Three photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a microintroducer with damage on the distal tip of the ptfe sheath. No biological material or evidence of use are observed on the sample in the returned photographs. Although damage on the distal tip of the sheath is observed, no details of the damage or distinguishing features can be discerned from the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when teacher was inserting the catheter, he found that the front end of the tearable sheath of the micro-intubator was bent and cracked, and the catheter could not be completed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when teacher was inserting the catheter, he found that the front end of the tearable sheath of the micro-intubator was bent and cracked, and the catheter could not be completed. No other information was provided.